Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 4203 electrical/electronic leakage/seal, 135 degradation problem identified. Investigation conclusions: 61 unintended use error caused or contributed to event. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the pai region stating "there was no video image. The scope was never used on the patient and when the scope arrived, it was checked before cleaning and there was no image" involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The event was reported to occur in the operating room during use. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: pve connector housing corroded, passed dry leak test, umbilical cable dent, endoscope failed electrical safety test - plct, passed wet leak test, fluid invasion in pve connector. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2021. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.